Event description:
It was reported that a patient was being transported from the stretcher to an or table, when the patient fell and was injured during the transport process. Further information regarding the injury was not reported.

Manufacturer narrative:
After investigation, it was determined that the alleged patient fall during transfer could not be directly tied to the product. Based on the information provided, it could not be determined that the product caused or contributed to the alleged issue. Date of manufacture and clinical signs code have been updated.

Event description:
It was reported that a patient was being transported from the stretcher to an or table, when the patient fell and was injured during the transport process. Further information regarding the injury was not reported.